Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient demographics: (B)(6) gender- female date of surgery : (B)(6) 2005 or 2006 it was reported that on an unknown date, post-op, the patient had been having migraines for 3 weeks. She had numbness and tingling in cheeks. Numbness and tinkling in left arm for months. Two years ago she had xrays done to see if disk was in the same place. The product came in contact with the patient. Patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.